Manufacturer narrative:
An event of device embolism was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 20mm amplatzer vascular plug ii was implanted. During radiographic control the physician observed that the plug had migrated to the left pulmonary artery. The physician attempted to retrieve the plug with a cook angiography catheter however, the tip separated and the plug and distal catheter could not retrieved and remained in the patient. On (B)(6) 2021, a thoracotomy and arteriotomy was performed to retrieve the plus and the catheter tip. The device was entrapped in the pulmonary artery which was responsible for a thrombosis of the atrial branches at the inferior left lung. The patient was put on anticoagulant treatment for the next 3 months. The patient was reported to be in stable condition.